Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt reported they will need an MRI of their neck in the near future and reported their stimulator has been inactive for well over a year. Pt is inquiring on MRI eligibility with the current implant status and noted they were implanted in (B)(6) 2017. (B)(6) 2026 rtg1024514 (con): information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that the ins was overdischarged for over 2 to 3 years and they need to have an MRI. Agent reviewed the information and redirected the patient to healthcare provider (hcp) for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.